Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed based on the submitted log files. The clinic suggested that dehydration and high doses of neurohormonal medication could have been the cause of the low flow events; however, a root cause was undetermined. It was reported that the patient underwent a surgical de-obstruction of the outflow graft (related MFR # 2916596-2021-03107). The patient¿s mean arterial pressure and flows began dropping from their post-operative values. The de-obstruction was conducted in (B)(6) 2021 that revealed an external outflow obstruction/kinking, and the patient¿s device was not replaced. Any major clinical conditions were ruled out as the cause of the low flows. It was suggested that dehydration or higher doses of their neurohormonal blockade medication could be causing the low flow events. The patient was encouraged to stay hydrated and their medication doses were lowered. The patient had later experienced additional low flow alarms while standing or walking. The clinic suspected there could be a persistent degree of obstruction. Transesophageal echocardiogram (tee), and ramp tests proved unsuccessful in determining if there was additional obstruction post-de-obstruction surgery. The system controller log file contained 9 low flow hazards on (B)(6) 2021 and (B)(6) 2021 when the flow dropped to 2.4 lpm, below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and appeared to function as intended. An additional system controller log file was submitted on (B)(6) 2021, the system controller log file contained 22 low flow hazard events from (B)(6) 2021 through (B)(6) 2021 when the flow dropped as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and appeared to function as intended. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU) and heartmate ii lvas patient handbook are currently available. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section states, ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight¿ under ¿attaching the sealed outflow graft¿. This section warns that ¿failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding¿. Section 6 ¿patient care and management¿, which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1, ¿introduction¿ under ¿explanation of parameters¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7, ¿alarms and troubleshooting¿ provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. The hm ii lvas patient handbook is currently available. This document contains a section on ¿alarms and troubleshooting¿ which information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's (B)(6) 2021 outflow graft obstruction was reported under MFR # 2916596-2021-03107. No further information is provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that after the patient underwent a surgical de-obstruction of their outflow graft in (B)(6) 2021 they were doing clinically well, but on (B)(6) 2021 mean arterial pressure (map) and flows had started to drop from the post-operative values. There were no overt clinical issues, and no major clinical conditions were identified that would lead to lower flows. There was perhaps a bit of dehydration and high does of heart failure neurohormonal blockade medications were given. There was therefore concern that there might still be some degree of obstruction, although there was no proof on a ramp test or a transesophageal echocardiogram (tee). During the analysis of the log file there were observed low flows where the pump was seeing a reduction in blood volume. The patient was kept well hydrated and medication doses were lowered. They remained asymptomatic with maps in the high 60s, low 70s, and they would continue to be monitored. Additional log files were sent as brief low flow alarms had continued, usually around the same time of day (11am), and usually when the patient was standing or walking. It was believed that there was still some persistent degree of obstruction, or that it was at least dynamic. The log files captured intermittent low flow events, and most of them were seen before 12pm. The events were brief and it appeared that the flow recovered quickly.